Event description:
It was reported that the front and rear housing were damaged with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.